Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence urgency frequency. Patient stated from rep that wire may have moved. There was no surgical intervention. There were no further symptoms or complications reported or anticipated.